Event description:
Per oos, this lead was capped due to "intermittent loss of capture at maximum output." The physician attempted to extract the lead using "gentle traction", but was unsuccessful. The physician suspects that there is an insulation break between the lead tip and ring.